Manufacturer narrative:
The reported event of loss of capture was not confirmed in the laboratory. The damage found was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled pulse generator check. Upon interrogating the device, it was discovered that the atrial and right ventricular leads exhibited loss of capture. On (B)(6) 2019, both leads were explanted and replaced successfully. There were no additional adverse consequences to the patient. Related manufacturer reference number: 2017865-2019-13396.